Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
End users sister reports a red irritation that occasionally bleeds to the peristomal skin. This area is located under the mass 360 degrees but the greatest irritation is located at the 5 to 6 o'clock aspect. The sister reports that it began soon after the ileostomy was created in (B)(6) of 2014. She could not give a specific date of occurrence.